Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents reported from this lot. The reported patient effect of recurrent mitral regurgitation (mr) is listed in the mitraclip system instructions for use, and is a known possible complication associated with mitraclip procedures. Based on the available information, the reported single leaflet device attachment (slda) appears to have been a result of challenging patient anatomy. The reported recurrent mr appears to be a result of the slda. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
This is filed to report the single leaflet device attachment (slda). It was reported that the initial mitraclip procedure was performed on (B)(6) 2020 to treat functional mitral regurgitation (mr) with an mr grade of 4. One clip was implanted reducing mr to <1. On (B)(6) 2020, prior to discharging the patient, echocardiogram was performed; which showed that the clip detached from the posterior leaflet and remained attached to the anterior leaflet (slda). Mr increased to 4. Another procedure may be performed at a later date. No additional information was provided.